Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had stripes in image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video cable, fiber bonding in the outer tube area (distal end) is damaged, and the coverglass of the insertion section is cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stripes in image was due to broken video cable. A definitive root cause could not be identified for the broken video cable, damaged fiber bonding in the outer tube area (distal end), and the cracked coverglass of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had stripes in image. There were no reports of patient harm.